Manufacturer narrative:
(B)(4). The customer has requested service on perfusion system.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was down (no alternating current [a/c] power). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. After additional information from the customer, they mentioned that the anesthesiologist ran over the power cord this complaint would be considered not reportable as this issue is user abnormal use and not a malfunction in performance. The field service representative (fsr) inspected the power cord and did not see any defects. The fsr could not verify that this system was having trouble switching to battery and the system appeared to be working correctly when he arrived. The fsr decided to replace the cord as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. The reported complaint was not duplicated during laboratory evaluation. Proper connection to the wall outlet was not verifiable, since the molded plug had been removed from the cord prior to its return for evaluation. There was no problem found with the cord itself. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.